Manufacturer narrative:
Block e1 (initial reporter's facility address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and it was noted that the handle assembly was returned and the ligator head was not. The trip wire was rolled in the handle assembly and secured in the handle slot but it was found to be kinked. Visual evidence showed that the trip wire slack was removed properly during the device set up. The suture was in good condition and was attached to the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The trip wire kinked may be related to user manipulation and/or some technique applied during procedure/preparation of the device. The reported event of bands failed to deploy could not be confirmed as the ligator head was not returned for analysis. Since the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a esophageal variceal ligation procedure performed (B)(6) 2021. During the procedure, it was observed that after the fourth band was deployed, the rest of the bands were unable to deploy normally . The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a esophageal variceal ligation procedure performed (B)(6) 2021. During the procedure, it was observed that after the fourth band was deployed, the rest of the bands were unable to deploy normally . The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.